Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized with hyperglycemia and high blood glucose readings of over 600 mg/dl at the time of the hospitalization. Customer reported that this morning blood glucose was 61 mg/dl. Customer's blood glucose reading at the time of the call was 100 mg/dl. The drive support cap was noted to be normal. Customer decline perform the high pressure test. It was noted that the customer treated high blood glucose with manual injection and low blood glucose did carb intake. Customer was not contacted with their health care provider regarding the high blood glucose and the insulin pump is not expected to return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.